Event description:
It was reported that during a recent scan performed by the customer, it was found ¿vulnerability on two alaris servers¿ (alaris system manager). The vulnerability the customer reportedly found was on the sql server itself. Bd technical support assisted the customer to address the issue and recommend the customer that the microsoft security update, ¿kb4583468 - microsoft sql server elevation of privilege vulnerability - microsoft support¿, addresses the issue. Additionally. Bd technical support suggested to the customer to reach out to their local it team to confirm the appropriate security updates are indeed installed on those servers, as their hospital has taken ownership and responsibility for patching these servers. There were no reports of actual product security issue. There was no patient involvement.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable, c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during a recent scan performed by the customer, it was found ¿vulnerability on two alaris servers¿ (alaris system manager). The vulnerability the customer reportedly found was on the sql server itself. Bd technical support assisted the customer to address the issue and recommend the customer that the microsoft security update, ¿kb4583468 - microsoft sql server elevation of privilege vulnerability - microsoft support¿, addresses the issue. Additionally. Bd technical support suggested to the customer to reach out to their local it team to confirm the appropriate security updates are indeed installed on those servers, as their hospital has taken ownership and responsibility for patching these servers. There were no reports of actual product security issue. There was no patient involvement.